Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Customer consumed juice to address low bg. Reportedly, the customer alleged cause for low can be related to settings needing adjustments. Recommendation was made to consult with healthcare provider regarding diabetes management.